Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a conductor fracture was noted on this left ventricular (lv) lead. An insulation issue was also noted. The lead impedance measurement was at 2000 ohms. No adverse patient effects were reported. The lead remains in service. Additional information received that there was no surgical intervention performed. No adverse patient effects were reported. The lead remains in service.